Manufacturer narrative:
The pod was received not deployed. The download data shows that the pod was received in pod state 15 and delivered 0 pulses, indicating that the pod did not complete activation after being filled by the user. Inspection of the fluid path components confirmed that the pod was filled with the fill rod shorting both fill sensor springs. No damages or deficiencies were observed to the needle mechanism components that would result in the cannula retracting. No damages or defects were found that would prevent the device from completing activation and deploying the needle mechanism as expected. A needle mechanism failure could not have occurred as the device did not complete activation after being filled by the user.

Event description:
It was reported that the cannula did not insert when the pod was activated, despite the pink slide having moved forward, and the cannula was not visible after the pod was removed; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient¿s glucose level was reported.

Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.